Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing with sensing integrity counter (sic) episodes. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.